Event description:
It was reported when the device was used in a colon procedure, there was no indication that the device did not work properly. Later during the surgery, it was noted that the staple line was open and no stapled shut. A single loose staple was found in the abdomen. It was not in the "b" configuration that would indicate a correctly fired staple. This added considerable time and equipment to the procedure. In a conversation with the risk mgr on 4/16/2003, they stated "the case was completed using sutures. The o.r. Time was extended by one hour. The pt is recovering without any complications. The device is not being returned."